Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker cleaned the paddles and paddle contact points in the defibrillator handles. Proper device operation was observed through functional and performance testing, and the device was returned to the customer for use. The cause for the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the therapy cables do not connect to the device. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.